Event description:
It was reported that there was a needle shaft gas leak. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure in the kidney. During testing prior to the procedure, however, the ablation zone of the needle leaked bubbles. A new icerod needle was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Device evaluation by manufacturer: an icerod cx 90 degree needle (32835656) was returned to boston scientific for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noticed. The needle was connected to the icefx console, a two-minute confidence test was performed, and no abnormalities or error messages were noted. No gas leak was observed from any part of the device. A five-minute freeze and a two-minute I-thaw cycle were preformed and there were no abnormalities in ice ball formation or thawing capability. The reported event of a gas leak was not confirmed.

Event description:
It was reported that there was a needle shaft gas leak. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure in the kidney. During testing prior to the procedure, however, the ablation zone of the needle leaked bubbles. A new icerod needle was used to complete the procedure. There were no patient complications reported.